Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed humidification chamber caused an rt340 adult dual heated evaqua breathing circuit to fail the ventilator leak test. This occurred prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation without the complaint mr290 autofeed humidification chamber. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. The hospital reported that the mr290 chamber was leaking when the circuit kit was opened. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. It is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa."